Event description:
A nurse reported that an intraocular lens (iol) was exchanged, due to an unexpected postoperative refraction. The surgeon reported the pt was experiencing blurry vision, and was not happy with the results of the implant surgery. The iol was exchanged for a different model.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 03/20/2009 by fax and mail. A completed questionnaire was received on 03/23/2009.